Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that she woke up with blood glucose of 504 mg/dl and treated with 20 units of syringe. The customer stated that she could not sleep and treated all day. The customer stated that her blood glucose went down to 190 mg/dl. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that insulin did exit. The customer was assisted in performing the hp test. The customer stated that the hp test passed. The customer was advised to monitor the pump.